Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The handle was intact with the end cap/screw gear snap fit connected. There was damage on the threading of the screw gear. Voids were observed along the proximal end of the capsule. The device was received with the capsule in a sheath. When removing the capsule from the sheath, the nose cone was broken. Sharp edges were on the outer shaft of the dcs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has been returned for analysis, however, the analysis has not yet been completed. Conclusion: without the completion of the analysis, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) would not recapture and the spine of the catheter broke upon recapture. The valve was compressed down using a sheath and was removed from the patient. It was reported that there were sharp edges coming out of the dcs. A new valve and new dcs were used. No adverse patient effects were reported.

Manufacturer narrative:
Correction data: a2 updated data: d8, g1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The dcs was returned to medtronic for analysis. Broken and protruding spine wires were observed on the returned dcs. Historically, torquing or manipulation of the dcs against the spine wires by the user have caused the spine wires to break. Spine wire break was consistent with the reported information that dcs would not recapture. When the spine wires break, the force from the handle was not transmitted to the capsule. The device was returned with the capsule in a sheath. When the capsule was removed from the sheath, the inner member shaft was observed to be broken and the tip was detached. The description of the event does not indicate that this tip separation occurred during the reported issue, and the cause of this damage cannot be determined. Historically, the cause of an inner member shaft break resulting in tip detachment has been related to manipulation (twisting or torquing) of the dcs by the user resulting in damage to the inner member shaft. Both the broken spine wires and inner member shaft break indicated that the dcs has been torqued or twisted during the procedure which resulted in the damage. The evolut system instructions for use (IFU) instructed the user not to rotate the dcs as it is being advanced. No procedural images were submitted for review. Therefore, the cause of the spine wire and inner member shaft damage could not be confirmed. Analysis of the device also noted damage to the treading of the screw gear components on the handle of the dcs. This damage indicated increased forces in the system. High forces on the handle may have caused the threading of the screw gear to become worn and damaged. The cause of the high forces could not be determined. Historically, the most likely cause of high forces in the system was a misloaded valve, the potential cause could not be confirmed. Voids were observed along the proximal end of the capsule. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame, and typically occurred when the capsule was subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve had been misloaded. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. It was reported that the valve was compressed down using a sheath and was removed from the patient. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.